Event description:
It was reported that the programmer incurred an error when trying to interrogate devices after the software update had been run. It is also noted that the programmer "shuts down" after analyzer sessions. Technical services provided assistance in resolving the issue by directing the client to re-run the install and it should install the missing components. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer incurred an error when trying to interrogate devices after a software update had been run. Technical services provided assistance in resolving the issue by directing the client to re-run the install, and it should install the missing software components. No patient complications were reported as a result of this event.